Event description:
It is reported that on (B)(6) 2013, during an orif of a distal femur periprosthetic fracture, the push-pull reduction device tip broke off. The tip could not be retrieved, and remains implanted in the patient. The surgeon used another instrument and completed the procedure with no further problem. Patient is reportedly recovering well. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The instrument appeared to be sheared off at the threaded portion of the tip and the tip is missing. There are many factors that can contribute to a broken instrument. The design variables include geometry of the instrument, choice of material, and manufacturing processes. Other variables include surgical technique, selection of instrument, bone quality and surgeon compliance. The information contained in this report is insufficient to determine the cause of the instrument failure.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A manufacturing evaluation was performed. The device was broken apart. The relevant dimensions were checked and no deviation was found. The hardness of the device was checked and it was found that the hardness is out of the specification. The complaint is valid from a manufacturing standpoint. Placeholder.